Event description:
It was reported to nova biomedical that a consumer went to the emergency room after receiving erratic readings throughout the day on her blood glucose meter. The consumer received a result of 482 mg/dl on their blood glucose meter. The consumer did not feel that result was accurate, called the emts who tested her getting a result of 30 mg/dl. During the call to consumer support, it was revealed that the consumer does not control solution test before use their initial test strips as instructed in our directions for use. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.